Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as (B)(6) 2012 based on date of (B)(4) report (B)(4) 2012). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided and the product was not returned. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that as the physician was advancing the nc trek balloon catheter over an unknown guide wire, the balloon catheter shaft broke prior to entering the sheath in the patient. The balloon catheter and guide wire were removed, and a new nc trek was used without issue. There were no adverse patient effects reported. There was no clinically significant delay in the procedure reported. No additional information was provided.